Event description:
The customer reported obtaining erroneously low and suppressed results for various cartridge chemistries (cc) for multiple patients involving a unicel dxc 600 synchron system on (B)(6) 2013. The customer provided instrument printouts for five patient samples which show suppressed or very low results for several chemistries including albumin (clb), alkaline phosphatase (alp), alanine aminotransferase (alt), aspartate aminotransferase (ast), creatinine (cr-s), glucose (glu), high density lipoprotein (hdld), phosphorous (phs), total bilirubin (tbil), total protein (tp), and urea nitrogen (bun). Incorrect results were not reported out of the laboratory and there was no affect or change to patient treatment in connection with this event. The customer had stopped running the analyzer until the instrument was serviced. The customer noted that quality control (qc) results were also below the acceptable ranges. Qc printouts provided for three levels of phenytoin (phy), which was run after the incorrect results were generated, indicated that 2 levels were greater than 3 standard deviations low. The customer noted that qc had been run prior to obtaining the incorrect results but printouts were not provided. Beckman coulter field service engineer (fse) was dispatched on the same day and found tubing from the cc sample level sense bead to the obstruction detector (odc) had split and would leak when primed. The fse replaced the tubing and repair was verified per established procedures. Failure mode was determined to be a split tubing and issue was resolved following service.